Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "it was an accolade stem. Stem was removed, a depuy product was left in the patient. A stryker cup was left and liner exchanged."